Manufacturer narrative:
A system displayed ¿replace generator soon¿ warning message was reported to abbott. The results of the investigation are inconclusive since the implant was not returned for analysis. Based on the information received, the reported event is consistent with the implant reaching end of service.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the ipg was nearing end of life (eol). Programmer displayed "replace generator soon" message. It was noted that patient only uses tonic and has very high program settings. Surgical intervention may be undertaken to address this issue.